Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with loss of capture on their right ventricular lead. This lead to oversensing. Clinical follow-up and programming changes were discussed, but not done as of yet. Patient was stable.